Event description:
It was reported that during a da vinci-assisted surgical procedure, customer have been experiencing activation issues with laparoscopic instruments with e200 generator. The monopolar instruments were not responding but when the pedal was pressed they could hear an audible tone. Customer tried two different instruments with different cables and the same issue persisted. After powering down the e200 generator and disconnecting from power and restarting the bipolar was working but they have not had the chance to try monopolar yet. Later, customer called back and reported they tried multiple troubleshooting steps, replaced the monopolar energy cable, rebooted, but the issue could not be resolved. Customer opted to proceed laparoscopically. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e200 generator. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.